Manufacturer narrative:
The complaint of "the administration activity remains blocked" was investigated. The device alarmed "n56" during cassette test. The logs were downloaded and sent for review on 1-sep-23. The log review found the following: "engineering evaluates that the probable cause of the reported inability to administer medication was an old battery that had reached it¿s end of life and needed to be replaced. This was coupled with user confusion about how to address the presence of the replace battery alarm (i.e. That the pump should be left plugged in to ac until the battery was replaced). Engineering evaluates the pump is operating correctly per design. On removal of the battery, it was observed to be over 3 years old and should be replaced as recommended. The asm battery and the change battery softkey was pressed. The pump then passed functional testing (pumping with no alarms). The customer complaint of "the administration activity remains blocked" was confirmed with a probable cause of asm battery (depleted). D9 - date returned to mfg:03aug2023 updated information can be found in g1.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ sistema infusionale compatible con ICU medical mednet¿ software. It was reported that the administration activity remained blocked when the device was in use. There was no human harm reported as a result of this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.